Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering insulin. Reportedly, the customer saw the delivery icon on the pump, but the pump did not deliver insulin, possibly due to supplies. Customer experienced elevated blood glucose (bg), 400 mg/dl, but not over 500 mg/dl. Customer addressed elevated bg with the pump and eventually disconnected from the pump. The customer reverted to manual injections for insulin therapy.